Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple errors while using the device updater to update the pump. Reportedly, the error declared a message instructing the customer to call tandem technical support (cts). The customer stated that the pump screen was blank when the first error occurred. When the customer uninstalled then reinstalled the device updater, the customer received an error 11 and the pump screen displayed a message stating "pump has been reset". The customer attempted to initiate the update, but received an error 20. The customer to attempt to unplug the pump then reconnect it to the computer; however, the issue was not resolved. There was no information provided regarding the customer's blood glucose level. It was confirmed that the customer had an alternate method of insulin delivery available.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.